Manufacturer narrative:
This report is submitted on october 2, 2019.

Event description:
Per the clinic, it was reported that there was an extrusion of the receiver stimulator through the skinflap. It is unknown what treatment has taken place, as of the date of this report.

Manufacturer narrative:
This report is submitted january 2, 2020. (B)(4).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019. During explantation, sepsis of the receiver stimulator bed was reported. This report is submitted october 29, 2019.